Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient went to an emergency room on (B)(6) 2026 due to hyperglycemia. The patient visited the emergency room, and hospitalization occurred on (B)(6) 2026 at 10:00 am, with a length of stay of less than twenty four hours. The blood glucose value at the time of admission was 250 mg/dl. Significant events leading to hospital admission included the presence of ketones. The customer had tested for ketones, and the result was 0.9. Insulin was administered in the hospital through an intravenous. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: spain. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.